Manufacturer narrative:
During routine preventive maintenance (pm) testing of an infusion pump the device failed the ground resistance test at 1.22 ohm. The passing specification for the ground resistance test is < 1.0 ohm. A review of the serial number history revealed no similar complaints associated with this device. The complaint was confirmed. The root cause was determined to be a component failure. Replacing the power filter resolved the issue. Reference to complaint (B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump the device failed the ground resistance test at 1.22 ohm. The passing specification for the ground resistance test is < 1.0 ohm. There was no patient involvement.